Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD), right ventricular lead, and right atrial lead exhibited high pacing impedance. It was then noted that the patient had diseased due to unspecified reason. The patient also had a left ventricular lead implanted for the ICD system. No further information was available.